Event description:
On (B)(6) 2011, the patient/lay-user contacted lifescan (lfs) alleging that she was experiencing a code calibration issue with her one touch ultra2 meter. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2011 and obtained the following information. The patient reported that the alleged issue with the subject meter being used while coded incorrectly to code 26 began on an unspecified day "approximately one month" prior to contacting lfs. However, she didn't know it, and continued using the subject meter without any hesitation. She stated that she tests her glucose 4x/day and manages her diabetes with novolog (sliding scale) and lantus and due to the alleged issue she continued basing her insulin dosages on the glucose results from the subject meter. The patient informed this mss that in the "month" prior to contacting lfs, she was getting very good low results, in the "100s mg/dl" and gave herself at the most 1-2u of novolog. She claimed during the "first week of (B)(6) 2011" she was "vomiting and having diarrhea". The patient mentioned that she also suffers from (B)(6), and fibromyalgia and is currently also been treated for a colon virus and a broken shoulder. In response to her symptoms, she was immediately taken to the emergency room (ER) on (B)(6) 2011 at 6:30 pm and admitted into the hospital due to high blood glucose levels and dehydration. Reportedly she was kept for 6 days and given treatment of antibiotics and insulin. She could not recall any of the results when fist admitted. The patient feels that "for the last month" she was getting inaccurate low results and under dosing her insulin, while in reality her blood glucose levels were very high. During the initial call with customer service, the agent helped the patient change the meter to the correct code number. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate low reading on the subject meter, administered treatment based on the alleged result, and the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.